Event description:
It was reported that the customer went to get a reservoir and noticed that the black seal at the back of the reservoir was out and wet. Troubleshooting was not performed as the customer did not have the bad reservoir. Customer's blood glucose reading at the time of the call was 127 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.